Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11489. It was reported that the patient presented for a lead revision procedure. Prior to the procedure, the patient's right atrial lead exhibited high pacing impedance and was inappropriately capturing the ventricle. In addition, the patient's right ventricular lead exhibited high pacing impedance and loss of capture in the bipolar configuration. It was noted that all other measurements on the right ventricular leads unipolar configuration were normal. The atrial lead was capped and replaced on (B)(6) 2019. No intervention was reported for the right ventricular lead. No adverse patient consequences were reported and the patient was discharged the next day.